Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified high readings obtained on the adc sensor scan in comparison to unspecified readings obtained on the built in reader. As a result, the customer experienced hypoglycemia with symptoms described as "tremor, confusion, weakness" and was unable to self-treat, requiring non-hcp third-party administration of "peach syrup" for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event. A sensor scan result of 231 mg/dl and 213 mg/dl was compared to a built-in reader readings of 55 mg/dl and 124 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Cracked sensor neck was observed. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. Sensor state 5 is an indication of normal sensor termination and full wear by the user, therefore the cracked sensor neck observed during investigation occurred post-wear. In addition, the passing of all tests during the investigation indicates that the cracked sensor neck did not impact the sensor's ability to still generate an accurate glucose reading. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified high readings obtained on the adc sensor scan in comparison to unspecified readings obtained on the built in reader. As a result, the customer experienced hypoglycemia with symptoms described as "tremor, confusion, weakness" and was unable to self-treat, requiring non-hcp third-party administration of "peach syrup" for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event. A sensor scan result of 231 mg/dl and 213 mg/dl was compared to a built-in reader readings of 55 mg/dl and 124 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.